Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump did alarm with high alarm displayed in the screen. The air in line was detected and the pump stopped. The pump was connected to a patient when the event occurred. There was no patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.